Manufacturer narrative:
Concomitant medical products: 5554-45 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the patient was symptomatic during a four second episode of loss of capture with the right ventricular (rv) lead. In addition, there was loss of sensing observed. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.